Event description:
One week after the application of a procallus fixator for the treatment of a complex tibial fracture, and in the absence of weightbearing by the pt, a loss of fracture reduction occurred. It was noted that part of the fixation system (bush) was broken. A second surgical procedure was performed in order to realign the fracture. A new device was applied to the fracture site and the defective part was returned to orthofix for eval.